Event description:
It was reported that during a trial implant, a lead sheath was sheared in the patient. Intervention was undertaken on (B)(6) 2025 to remove the lead due to patient presenting with csf leak [related manufacturer reference number:1627487-2025-01233]. The sheared portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: b5 - the details were corrected to reflect the event.

Event description:
It was reported that during a trial implant, a lead fractured in the patient. Intervention was undertaken on (B)(6) 2025 to remove the lead due to patient presenting with csf leak [related manufacturer reference number:1627487-2025-01233]. The fractured portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.